Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident was 422 mg/dl, which she did not treat by the time she called. A new battery was inserted into the insulin pump and the device alarmed failed battery test as well. The device also alarmed off no power. The insulin pump was not returned for analysis.